Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was analyzed and found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. One piece measuring proximately 5 mm x 3 mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Common causes of the broken main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. Additional related observation, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint was confirmed by failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "looks like the proximal clevis is dislodged where it meets the main tube."

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the prograsp forceps was found to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was not broken off or detached from the distal end of the instrument. The tip was just dislodged from the shaft. There was no report of fragment falling into the patient.